Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: what were the indications for surgery? Lar (low anterior resection). Did the patient receive any preoperative chemotherapy or radiation? Yes, both of them were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Head of surgeons, he tried the product once in the last (B)(6) 2019 without any issues on the esophagus. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? In the middle. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Acoustic/tactile feedback (cutting washer) and visual feedback (green light tick on the stapler). Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2x360° as IFU reported. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Yes, the donuts were thick and intact. Were there any issues noted with staple formation? If so, please describe the shape and location. No. Were there any issues experienced with the device in the initial surgical procedure? No was a leak test performed? If so, what type and what was the result? Yes, it was performed a leak test with air insufflation, visual and manual inspection. Was the staple line visualized endoscopically during the initial surgical procedure? Yes what was observed at the site of the leak upon reoperation? The leak was about 2mm and located posteriorly. How was the leak addressed? It was repaired endoscopically with the usage of clips current patient status? Good.

Event description:
Following anterior low resection surgery of the colon-rectum, the surgeon found a fistula on the patient on the first day, diagnosed through a CT scan. The fistula was identified in the posterior portion of the anastomosis and the size is 2mm. During the surgery, a motorized circular stapler of the 31mm caliber, code cdh31p, was used, in a completely aligned with the IFU and without any intra-operative defect / malfunction. Following the colorectal anastomosis, all the necessary tightness tests had been performed. The patient was operated again, and the fistula was corrected with a clip. His condition is currently good.